Event description:
According to the reporter: when push the pouch out of shaft, the pouch disengaged. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity.